Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was flipping in the pocket. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was sutured in the pocket. Therapy was restored post-operatively and the issue was resolved.